Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg site incision trauma. The ipg was explanted on (B)(6) 2019 due to a pinhole opening at the incision site. The lead was left implanted.